Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump backlight was dimmer and scratched on screen make it hard to view information. Customer stated that insulin pump deliver insulin and cracks on corner of screen and insulin pump rejected new batteries. Customer stated that insulin pump had random unexplained no delivery alarms motor was sluggish during rewind. Customer stated that insulin pump buttons were harder to press and had motor error and belt clip was not secured and fall off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.